Event description:
Analysis of the device found that the balloon had ruptured. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. During visual inspection no anomalies were noted. All measurements were within specification. The device was flushed and the solution exited from the balloon tip. Attempts to inflate the balloon were unsuccessful. Magnification inspection showed a tear was present on the balloon. The chronoprene was torn on the distal side of the marker band. From the information provided and the investigation it was determined that handling damage was the most likely cause of the reported event.

Event description:
Analysis of the device found that the balloon had ruptured. There was no patient involvement.